Manufacturer narrative:
D10: 170-40-50 - biolox delta option femoral head 40mm od b110732. 170-50-00 - biolox delta adapter 16/18-12/14; +0mm a909966. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly

Event description:
It was reported that a male patient, who had a left tha, underwent a revision procedure to swap out a recalled poly liner. No further information.